Event description:
Additional information received indicated the device was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The customer complaint of premature battery depletion and data problem was not confirmed. The customer complaint of failure to interrogate was confirmed. As received, the device had no ble telemetry due to low battery voltage. Further analysis performed after installing new battery did not find any anomaly on the device. The original battery has depleted to eol level. Longevity assessment was performed, device¿s implant duration exceeded projected longevity and considered normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, interrogation of the device was not possible resulting in an error message. The physician suspects premature depletion. Device explant is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.